Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Talent aaa stent grafts were implanted in the patient for the endovascular treatment of an unknown sized aaa it was reported the patient underwent a coronary artery bypass after the index procedure. Approx. 10 years post implant, it was reported the patient presented with left leg swelling, pain and glaucoma. A CT scan showed the aneurysm had grown to approx. 9cm and a type ia was present. It was reported intervention was performed with a on mdt fenestrated graft to treat the type ia endoleak at another facility. Approx. Two years later, the patient contacted technical services to report their stents were replaced due to complications no additional clinical sequalae were reported and the patient will be monitored.